Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h11. Corrected field: g3 'us regulatory awareness date' was inadvertently entered wrong in the initial MDR. It should be 07/31/2025.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) device was smoking. There was no patient involvement; thus, no injuries, death, or surgical delays were reported.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. The 00mlx mlx 300w xenon lightsource was not returned for evaluation; therefore, failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Root cause analysis: the definite root cause cannot be identified as the device was not returned. Based on the reported complaint, the probable root cause for this 00mlx mlx 300w xenon lightsource smoking is overheating caused by damage to the mirror or mirror holder, caused by rough handling/environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.